Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient's surgeon screwed up and one ins was high and the other one low, so they went back and fixed that. The devices were moved and anchored so they wouldn't move around so much. This took place in the summer of 2014. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #3004209178-2017-20146 for details pertaining to the reportable related event.]